Manufacturer narrative:
Results - reported event not confirmed. The reported oad was received for analysis. Upon visual examination, the driveshaft was found to have overloading damage, which is consistent with the device experiencing some form of resistance while spinning. The cause of the damage could not be determined. When tested, the oad would not spin. After continuous pressure was applied to the brake lever, the oad spun as intended on all speeds. Analysis of the brake assembly found two securing screws which were not fully seated, preventing the brake lever from engaging the brake switch. This was determined to be unrelated to the reported event, as the device is unable to spin if the brake switch is not engaged. At the conclusion of the device analysis investigation, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#: (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a device malfunction occurred. The peripheral device was intermittently turning on outside of operator control prior to insertion into the patient. The device was replaced and the procedure was completed with no consequences to the patient.